Event description:
Recordings of what appear to be noise on the atrial and far-field channels were reported. No adverse patient events were reported. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.